Manufacturer narrative:
The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak, aneurysm enlargement, and reoperation.

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. Subsequent follow-up imagings showed no issues, with shrinkage of the aneurysm to 55mm. On (B)(6) 2014, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 81mm. On (B)(6) 2015, a type ii endoleak of unknown origin was identified. On the same day, a coil embolization procedure was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2015, five year follow-up imaging showed that the endoleak resolved. The diameter of the aneurysm was 79mm. According to the cro in (B)(6), no further information is available.

Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: tg3410/06561037. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2010, the aneurysm measured 58mm. Follow up dates and aneurysm measurement: (B)(6) 2010, 55mm, (B)(6) 2011, 55mm, (B)(6) 2012, 55mm, (B)(6) 2013, 55mm, (B)(6) 2014, 81mm. It is unknown why the aneurysm sac has enlarged and there has been no reported reintervention.